Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings (time and date reset) issue. This malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. The reporter stated that the patient had a blood glucose (bg) of 437mg/dl with polyuria, abdominal pain, nausea, and small ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 03/09/2016 .device evaluation: the device has been returned and evaluated by product analysis on 02/18/2016 with the following findings: unable to verify the time/date reset to default setting in the black box. The black box shows the pump was manually suspended (B)(6) 2015 at 14:54 and manually resumed on (B)(4) 2015 at 09:28. The pump was exercised for 24hrs. After 24hrs the battery was removed for approximately 23hrs; when the battery was reinserted the time/date did not reset to the default setting. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Investigators were unable to confirm or duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.